Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), due to migration of the receiver/stimulator unit. During the procedure, the intracochlear electrode was accidentally damaged, resulting in explantation of the device. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 16, 2013.